Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited low pacing impedance. No intervention was made. The patient was stable.